Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number was unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported electrical fault alarm and driveline fracture events could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported driveline fracture event may be attributed to multiple factors including but not limited to design issues and/or exposure to uv light. A possible root cause of the reported electrical fault alarm may be attributed, but not limited, to contamination by foreign material of the driveline connector, a marginal driveline connection, and/or driveline wire damage. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after the ventricular assist device (vad) had electrical fault alarms. The alarms recurred multiple times overnight and had never happened before. Patient was completely asymptomatic. Vad interrogation revealed multiple electrical fault alarms and exam was notable for fractures of the tubing around external part of driveline. The driveline was repaired by an engineer. The vad remains in use. No patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.